Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. A potential cause is failure to follow instructions for use. The needle was reported to be bent but was used in the procedure anyway prior to the breakage. The needle instruction manual has warnings that address bent needles: ¿do not use an aspiration needle that has an irregularly bent or deformed needle tube. Otherwise, unexpected perforation, bleeding, or mucous membrane damage may occur.¿ ¿when inserting the instrument¿the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view¿ and ¿do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ as a preventive measure, the instruction manual for the device has directions for pre-procedure visual and functional inspection, including explicit instructions to look for deformation at the distal end. The instruction manual also advises, ¿always have a spare instrument available in case the primary instrument malfunctions.¿

Event description:
Olympus was informed that during a radial ebus procedure, a 1 cm fragment of the needle tip broke off and was left in the patient¿s lymph node after the needle had taken a sample and was being pulled back. The breakage occurred on the needle¿s second pass. It was reported that the needle tip was observed already bent prior to the second pass insertion. The needle fragment was left in the lymph node because the surgeon could not access it at the time. The patient has been informed of the event. The fragment is planned to be surgically removed at a later date. The intended sampling activity was completed with a new needle from the same lot.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken needle tip, and also confirmed the reported bending in the device. The distal half inch of the needle tip was broken off and missing. The stylet was also bent at the same location as the needle tip breakage and could not be moved freely. The rest of the needle could be extended and retracted within the sheath, with slight resistance. The device instruction manual contains additional cautions to avoid bending the needle, such as ¿do not insert this instrument when the endoscope is angulated¿ and ¿do not force the instrument if resistance to insertion is encountered.¿

Manufacturer narrative:
This supplemental report is being submitted to provide the results of OEM DHR review. The OEM reviewed the DHR for the device. The review found that the device passed relevant manufacturing testing at the time of release, including inspection for irregularities and damage, and verification of slider operation. Based on prior similar complaints, the OEM stated that a potential failure mechanism is that the needle was bent and then straightened back out with applied force, reducing the strength of the needle tube.